Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the biopsy channel is leaking due to a foreign object obstructing the channel. The forceps cover glue is cracked/peeling. The image is flickering due to fluid invasion. The control body has a fluid invasion and corrosion present. The scope connector has fluid invasion. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is report while preparing an evis exera ii ultrasound gastrovideoscope for use, the scope was randomly taking pictures and flipping between nbi and normal mode. There was no patient contact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps cover glue peeling occurred because an external force was exerted by hitting or rubbing the place in question during transportation, storage, use, cleaning, etc. This event can be prevented by observing the items listed in the instruction manual: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Therefore, it is assumed that this phenomenon was caused by the user's handling.